Event description:
The customer reported that the ventilator shutdown and alarmed during use in normal ventilation mode. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer was able to duplicate the reported problem. Review of the device diagnostic log shows a vent inop data acquisition pcba adc reference failure occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternate ventilation and have the ventilator serviced. Upon evaluation, the service engineer reported a break in the ribbon cable from the data acquisition pcb to the motor controller pcb. The service engineer replaced the cable to address the finding. Applicable final testing was performed to operating specifications.